Event description:
In 2005 pt removed the device from their shirt-pocket to program a bolus, and found an unidentifiable error on the lcd. Pt stated that "all the matrices behind the word error were lit up." Additionally, they indicated no alarm had sounded when the error was generated. Pt's blood glucose was not affected and no treatment was received.